Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported inaccurate pulse rate readings. A staff nurse stated that monitor read pulse rate of 40 but when apical heart rate was auscultated count was 80's. According to nurses, this has occurred on an unknown number of patients. There was no known impact or consequence to patient reported.